Manufacturer narrative:
Initial reporter is a synthes sales consultant. Part 399.990, lot t115094: release to warehouse date: february 10, 2015. Manufacture site: (B)(4). A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was completed: the reduction forceps was received. One of the serrated jaws were clearly broken at its distal tip. No fragments were returned. The device has light surface scratches along its body. The jaw that was not broken was slightly bent. A dimensional inspection was not performed due to post manufacturing damage. The relevant drawings were reviewed; no issues identified during review of the noted documents. The complaint was confirmed for the reduction forceps. The device was returned broken, one of the serrated jaws were clearly broken at its distal tip with no fragments returned. There were light scratches along its body consistent with normal wear. Although no definite root cause could be determined for the broken condition, it is possible that the device experienced unintended forces during use. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on july 15, 2019, a reduction forceps with serrated jaw-ratchet were not able to hold longer and were noted to be worn out during routine inspection. There was no patient or procedure involvement. During investigation of the device, it was noted one of the serrated jaws were clearly broken at its distal tip. This report is for a reduction forceps. This is report 1 of 1 for (B)(4).